Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: delivery issue.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: delivery issue. "Patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: yes, medical intervention needed: no."